Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that low flows were due to a suction event, and it was noted that the patent's oxygen levels desaturated, however pressure was not lost. There were no patient consequences due to the event. Related manufacturer reference number for the centrimag motor: MFR # 3003306248-2024-00006. Related manufacturer reference number for the centrimag primary console: MFR # 3003306248-2024-00005. Related manufacturer reference number for the centrimag flow probe: MFR # 3003306248-2024-00007.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the downloaded log file from the returned centrimag console confirmed the report of an f3 (flow below minimum) alarm. The account reported the alarm was caused by a suction event. A direct correlation between the device and the reported suction event could not be determined through this evaluation. The centrimag blood pump instructions for use (IFU) states to always have a backup centrimag pump, console, motor, and accessories available for use. The operating manual also provides instructions on replacing components and contains a list of console alarms and alerts, including the f3 alarm, as well as appropriate operator response to these events. Review of the device history record (DHR) for the centrimag blood pump revealed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) lists the adverse events that may be associated with the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #15: monitor the patient¿s hemodynamics and the console flow display to ensure adequate blood volume for the inlet cannula position, pump rpm, and desired flow. Increase the pump rpm in small increments to minimize the risk of exceeding the available blood volume and causing inlet cannula obstruction, suction, outgassing, and/or cavitation. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to interpret and troubleshoot all system alarms including motor and flow alarms. No further information was provided. The manufacturer is closing the file on this event.